Manufacturer narrative:
Corrected information for supplemental medwatch report 001 section e3, occupation, of the initial medwatch report stated: blank section e3, occupation, of the initial medwatch report should have stated: third party servicer. Section g2, report source, of the initial medwatch report stated: distributor section g2, report source, of the initial medwatch report should have stated: other / third party servicer. New information for supplemental medwatch report 001. H6: the device was not returned to ventec for evaluation. The device was evaluated by an authorized service provider (asp) where the reported issues of higher peep (positive end expiratory pressure) than set, low exhaled tidal volume (vte) levels and low fio2 (fraction of inspired oxygen) readings was confirmed. The asp replaced both the internal flow transducer (ift) and the external flow module (efm) to resolve the reported issues. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issues was the ift and efm.

Event description:
It was reported to ventec that the device's exhaled tidal volume (vte) levels were low. The reporter, a third party service provider, also observed that the device was providing low fio2 (fraction of inspired oxygen) readings and measuring higher peep (positive end expiratory pressure) than set. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.